Event description:
On (B)(6) 2025, the user reported experiencing both hypoglycemia and hyperglycemia, with the lowest blood glucose of 48 mg/dl and the highest of 220 mg/dl. The event occurred after the user consumed a bowl of popcorn before bed without announcing it, which raised bg and triggered a correction bolus during the night. This led to a low bg episode early in the morning. The agent educated the user on meal announcements and settings to avoid unintended correction dosing. The low bg was corrected with lemonade, and the high bg was managed by the correction bolus. No medical intervention was required, and bg returned to range with no symptoms experienced by the user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.